Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that in the past, the customer has experienced elevated blood glucose (bg) levels of around 300 mg/dl. Customer indicated a correction bolus was delivered via the insulin pump and manual injections were administered to address bg level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was unable to be performed. During the time of the call, it was reported that the customer was doing "okay" and bg levels were within target.